Manufacturer narrative:
Device evaluated by MFR? - device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
A patient underwent lead and generator explant one month after her vns was initially implanted due to infection. The device history records were reviewed for the lead and generator and confirmed that both devices were sterilized according to specifications prior to release for distribution. No additional relevant information has been received to date.

Event description:
Five to six weeks after implant, the patient's vns device became infected and it was removed. Patient developed a pustule at the cervical site underneath healed skin. Culture turned out to be staph aureus. The entire system was explanted and patient did quite well on keflex for two weeks. Since then, patient has been off keflex for three months and has no local signs of infection. Patient has a healing surgical lesion on her neck.